Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a abdominoperineal resection and laparoscopy. All the status indicators were illuminated green but the device would not fire. The surgeon pressed the blue button and the silver button at the same time but the jaws did not return to the straight position. The case was completed using a new device. No patient injury.